Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient or procedural details to date.

Event description:
It was reported that the vascular stent could not be deployed any further after being partially released. The delivery system was retracted without issue and another stent was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed that the deployment mechanism had been used until the breakage of a force transmitting component occurred with the stent being partially released. Additionally, a delivery system component was found to be fractured. Increased friction is considered the reason for increased release force and subsequent breakage of the force transmitting component. Furthermore, a part of the partially deployed stent was found to be fractured. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to difficult anatomical conditions as tortuous or calcified vessels can lead to increased friction. Also a not performed pre-dilation may contribute to the reported event. In this case, it is unknown whether the lesion was pre-dilated or not. The event also may be use-related as rough handling of the device can lead to friction increase. On the basis of the information available, a definite root cause for the event reported could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." And "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." Furthermore, the IFU states that pre-dilation of the lesion is required.